Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced high blood glucose requiring hospitalization on (B)(6) 2026 treated with intravenous insulin after infusion set got tangled and detached from site and was manually reinserted leading to leakage.